Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was noted to be curled in the sub-clavian. The lead was explanted and replaced. The patient was discharged home, post procedure.